Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Based on a medical review of the information by an isi medical safety officer, the narrowing of the jejunojejunal (jj) would result in increased pressure in both the roux and bpd limb. The narrowing of the jj acts like an obstruction and therefore the leak in the anastomosis is secondary to the elevated pressure cause by the obstruction. The narrowed jj anastomosis is secondary to an error in surgical technique. Additionally, the following information was provided by the isi medical safety officer: from the stapler logs it is likely that the surgeon used the two green and one or two blue staple cartridges to create the gastric pouch. If the surgeon used both green and both blue cartridges on the gastric pouch, then the gj anastomosis was hand sewn. If the surgeon used only one blue cartridge on the gastric pouch, then the gj was formed partially by a blue cartridge followed by the hand-sewn completion of the common defect. The three white loads were used to first divide the small bowel separating the roux limb from the bpd limb. One white load was used to form the jj anastomosis. The third and final white load was used to close the common defect of the jj. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: a vessel sealer instrument, sureform 60 stapler instrument and its reloads, all of which are single use instrument and accessories. A cadiere forceps instrument has not been used in subsequent procedures. However, site reviews have shown that no complaints were filed against the instrument. There have been no other complaints related to the instruments or the accessories used in the case. Finally, the logs for the white reloads, which were likely used on the jj anastomosis, indicate that the 3 white firings were fired consecutively and appear to have been the last 3 firings in the procedure. These firings were completed per the logs, and each firing had one pause for compression. No image or video clip for the reported event was submitted for review. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. A review of the stapler log review for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the sureform 60 stapler instrument (part #480460-07, lot #l90190422-0301) fired seven sureform 60 reloads (2 blue, 2 green, 3 white). The available system logs only show the 3 white firings, which were fired consecutively, and appear to have been the last 3 firings in the procedure. These firings were completed per the logs, and each firing had one pause for compression. There were no incomplete clamps. This complaint is being reported due to the following conclusion: six days after undergoing a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the patient underwent an emergency non-robotic surgical procedure after which the patient reportedly expired. While the surgeon did not allege that an isi device caused or contributed to the reported postoperative complication or that an isi malfunction occurred, it is unknown to what degree the da vinci system, instruments, and accessories used during this procedure may have caused or contributed to the event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that six days after undergoing a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the patient underwent an emergency non-robotic surgical procedure, the findings and details are unknown at this time. After that, the patient reportedly expired. On (B)(6) 2020, the surgeon had informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) that the patient was not doing well an on postoperative day # 3. As a result, the patient was re-hospitalized for an emergency exploratory laparoscopic procedure. The surgeon had stated was that the patient was in the intensive care unit (ICU). On (B)(6) 2020, the surgeon informed the csr that the patient had expired. Patient demographics and medical history were not provided. The surgeon did not provide the cause of death per the death certificate/autopsy report. On (B)(6) 2020, the csr provided the following additional information regarding the reported event: the csr was present during the da vinci-assisted gastric bypass performed on (B)(6) 2020. The patient was a female. There was no malfunction of a da vinci system, instrument, or accessory. The system, instruments, and accessories used were inspected before use as per standard practice. There were no abnormalities or damage observed. The procedure was completed robotically, during which the patient did not experience any intra-operative complications. There is no video recording of the procedure available for review. On (B)(6) 2020, the csr provided the following additional information he gathered from the surgeon: when the surgeon did an exploratory laparoscopic procedure, he identified that the jejunojejunal anastomosis was "narrow" and the surgeon "redid" the anastomosis. The surgeon did not allege that an isi device caused or contributed to the reported postoperative complication or that an isi device malfunctioned. The csr could not obtain additional details regarding the cause of death or the postoperative complication.